Manufacturer narrative:
Information received; it was reported the ulp had been part of the original treatment plan but has not been treated, further intervention was performed after blood flow decreased in the patients lower limb and thrombus was removed from the left limb and a distal reanastamosis performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 210 mm thoracic aortic dissection. It was reported that during the index procedure, the pigtail catheter was inserted from the right femoral artery (fa). It was judged that the device could be inserted, and the vnmc2828c182tj was inserted from the left fa. It was quite difficult to advance from the ostium and there was resistance. The device was removed once, when the 16fr sentrant was inserted, though there was some resistance, it was possible to insert. The device was inserted again. Although there was still resistance, the device was inserted little by little. The device could not be advanced at all from the vicinity beyond the terminal aorta. It was judging that it would be difficult to insert the device so this device was removed little by little. The patients blood pressure then dropped. When the device was removed, the blood vessel of iliac artery about 10 cm was attached to the device, a dissection had occurred. A non mdt stent graft was inserted from the ipsilateral side urgently. The device was deployed from the common iliac artery(cia). Occlusion was performed with a non mdt balloon. In the meantime, the right fa was exposed, and the 16fr sentrant was inserted, and reliant balloon was inserted. Occlusion was performed in the aorta. The non mdt stents were connected to cover the detached blood vessel where from left cia to fa. The hemorrhage could not be well controlled and a small abdominal incision was performed in the left side, and the non mdt stent was cut. For proximal anastomosis, the non mdt stent and blood vessels were anastomosed together using a non mdt heparin-bonded vascular graft and for distal region, it was anastomosed to the native blood vessels. The bleeding finally subsided and there was no problem with blood flow in the lower limbs, and the wound was repaired and the procedure was completed. As per the physician the cause of the event was anatomy and the blood vessel was judged to be narrow. It is possible that an treat ulcer like projection (ulp) may be treated in the future. No additional clinical sequelae were provided and the patient will be monitored.